Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Reference reports 3012447612-2018-00530 thru 3012447612-2018-00532.

Event description:
It was reported that the threads of two closure tops and one pedicle screw stripped during surgery. They were each removed and replaced with alternative closure tops and a pedicle screw to complete the procedure. There were no reported patient impacts. This is report three of three for this event.

Manufacturer narrative:
(B)(4). The returned screw was evaluated. The threads within the tulip were found damaged in a manner consistent with cross-threading the closure top within the tulip during tightening. It was likely that the sleeve and pedicle screw were not appropriately aligned, which led to the cross-threading and damaged threads. The tulip was also found disassembled from the shaft and the splines on the shaft have been deformed. The cause is attributed to tightening and subsequent loosening of the closure top within the tulip after cross-threading occurred. A review of the DHR did not identify any issues which would have contributed to this event.